Event description:
During ballooning of the proximal end of the excluder trunk-ipsilateral device following deployment, the aorta proximal to the device ruptured. A non-compliant balloon was used and inflated to its rated inflation pressure of 22 atmospheres. An aortic extender was placed to seal the aortic rupture and the balloon was re-inflated for 5 minutes. The aortic rupture was thrombosed and the bleeding stopped. The procedure was successfully completed. Later during the night, the pt died. According to the physician, the aorta re-ruptured during the night, causing massive blood loss, ultimately leading to the pt's death. The pt's family refused transfusions of blood.